Manufacturer narrative:
Product event summary: analysis found the battery drawer was broken. Analysis also found the attachment ring was bent, the upper case was broken, and both bail covers were cracked.

Event description:
The epg (external pulse generator) was returned to the manufacturer for preventive maintenance, analyzed and tested out of specification. There was no patient involvement.